Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The optic has a medium sized scratch in the central optic zone on the posterior side of the lens. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stated that patient had increased halos and glare. Even after exchange with non-company multifocal lens, patient's condition was not resolved, the vision was still blurry and there was possibility of astigmatism.

Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint of "vision still blurry, explant". The explanted lens was not returned for an evaluation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Updated information was provided. The questionnaire indicated that in the surgeon's opinion the patient was unable to tolerate multi-focal lens due to blurry vision, increased halos, glare. The company 19.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a non-company monofocal lens. Replacing a multifocal lens with a monofocal lens would suggest that the replacement lens model was an improved selection for this patient's needs. Also noted, a non-qualified viscoelastic was used in the cartridge. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company intraocular lens (iol) delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the customer stated that vision was still blurry, the clinical reason was minimal improvement with refraction. The iol was explanted and exchanged in as secondary procedure. Additional information has been requested.